Event description:
It was reported that the camera head exhibited picture would not appear on screen. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: water leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: picture would not appear on screen is due to damaged video cable connector producing the image failure. Additionally, unit failed the water leak test due to video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.